Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the midpoint of grip. A piece approximately 5.01mm x 0.4.79mm was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that the tip of the 6mm fenestrated bipolar forceps instrument is broken off. The procedure outcome was unknown with no reported injury.